Event description:
It was reported that the device had high outputs on the right ventricular (rv) lead and tripped elective replacement indicator (eri) early. It was also reported that the rv lead had high thresholds, low impedance, and was not sensing. The lead was capped and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.